Event description:
It was reported that there were telemetry issues with the implantable neurostimulator (ins). The reporter stated that the patient had not used the device in three years. The patient had reportedly had good relief from a pump, so she had stopped recharging the ins. The potential for overdischarge was discussed. The reporter stated that the ins was working well three years ago. The patient now wanted to do a physician mode recharge (pmr) and restart the ins. The manufacturing record indicated that the patient¿s ins had been explanted on the day following this report. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
Additional information received reported that there was nothing wrong with the device. However, the patient requested a non-rechargeable and the reporter believed the generator was just replaced so she did not have to recharge.